Event description:
Upon receipt of the recall packet and follow up to the customer the firm was notified that the customer had a delaminated mattress.

Manufacturer narrative:
Upon review of picture sent from the customer the urethane cover bubbled at the center of the mattress but did not expose the inside of the mattress cover or the foam inside the mattress. A new mattress is due to ship to the customer on (B)(4) 2014. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.